Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose was 700 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.